Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 8 mmol/l. The customer states that her screen was white and kept flashing and made a lot of sound. The customer states followed all guidelines and the pump must be returned and replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit had blank flashing white lcd with black horizontal lines and audio beeps due to cracked lcd controller and cracked lcd glass. Unable to verify missing segments due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.